Event description:
The user facility reported that on 4/12/2006 after a colonscopy a nurse's finger was burned from the very hot distal end of the endoscope. Nineteen days later olympus called the account to obtain more information regarding the incident and during the telephone conversation with the director of nursing, the user facility reported another incident in which the patient returned 3-4 days after a colonscopy complaining of abnormal pain. The patient was reported to have pre-existing multiple, large gastric polyps. The patient was examined and it was confirmed that she sustained a perforation in the cecum. The user facility mentioned that they don't believe that the perforation was caused by the endoscope because of the pre-existing condtion of the patient. The user facility confirmed that the nurse was not burned and no blisters on his finger. The user facility reported that both the patient and the nurse was doing fine.